Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported a lead integrity alert (lia) was received and the lead displayed high impedance, and an increase in the sensing integrity counter (sic). A fracture of the lead is suspected. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.